Event description:
The nellcor puritan-bennett customer support engineer (nsp cse) inspected the device during a normal preventive maintenance and noted the unit fails incoming volume tests due to very dirty occluded inlet. No abnormal function was reported by the owner of the device. The customer support engineer cleaned the device, performed the pm, and replaced the cup seal, bearing and leaf valves per the pm. The unit passed extended self testing. It is not verified that the volume was out of spec, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.